Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous second right posterolateral artery (rpl). A 6f non-bsc introducer sheath was placed and a non-bsc guidewire was advanced to cross the lesion. Following stent deployment with a 3.0x15mm non-bsc stent, a 3.00mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, upon the second inflation, the balloon ruptured at 15 atmospheres after a duration of 30 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There were numerous hypotube kinks. Microscopic examination of the balloon revealed a pinhole in the balloon material at the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous second right posterolateral artery (rpl). A 6f non-bsc introducer sheath was placed and a non-bsc guidewire was advanced to cross the lesion. Following stent deployment with a 3.0x15mm non-bsc stent, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for post dilation. However, upon the second inflation, the balloon ruptured at 15 atmospheres after a duration of 30 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.